Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. The shell, screws, dome hole plug (implanted (B)(6) 2012) and trochanteric grip plate with beaded and non-beaded cables, femoral head, mdm metal liner, and adm/ mdm poly insert (implanted (B)(6) 2015) were revised. Rep confirmed there are no allegations against the revised head or liner components. Rep provided revision usage and explant pictures and confirmed that no further information will be released by the hospital or surgeon.